Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer's spouse stated that they treated the low blood glucose with juice. The customer's spouse also reported that the blood glucose reached around 250 mg/dl and treated with the insulin pump. The customer's spouse declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.